Event description:
Quantum owner or user contacted lumenis clinical education and reported a pt who returned for evaluation after the sixth quantum hr hair removal treatment to the axila, claiming to have developed a raised scar which according to the pt is a keloid scar. Per the lumenis clinical educator, the aesthetician increased the influence too aggresively (went from 34 j to 37 j on short pulse on the sixth treatment) (user error). The quantum hr operator manual states that there is a very small chance of scarring, such as enlarged hypertrophic scars, with the quantum hr. The quantum hr operator manual also states that in very rare cases, abnormal, large, raised keloid scars may appear and that tp reduce the chance of scarring, it is important to carefully follow all post-treatment instructions.